Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 21752287.

Event description:
It was reported that the patient had a change in location of stimulation due to lead migration. The patient underwent a revision procedure wherein the leads were replaced and the ipg was upgraded. The explanted ipg and leads were not returned as they were kept by the medical facility.